Event description:
It was reported to boston scientific corporation on (B) (6) 2010 that a segura stone retrieval basket was used in a ureteroscopy procedure performed on (B) (6) 2010 (patient age, gender, and weight are unknown). According to the complainant, "there was patient harm." Clarification of the device malfunction and patient harm was not provided. The device is under investigation with the hospital, therefore no additional information will be made available.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device is being retained and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a segura stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, "there was patient harm." Clarification of the device malfunction and patient harm was not provided. The device is under investigation with the hospital, therefore no additional information will be made available.

Manufacturer narrative:
(B)(4): additional information received indicates the original procedure was performed in 2008. The patient returned on (B)(4) 2010 for an additional ureteroscopy procedure. During the procedure, the physician found a portion of the original basket in the patient. The account suspects the device is upn (B)(4), however they will not be able to get confirmation or return the device. No other information has been made available at this time.